Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("had an ultrasound which showed a tiny piece of essure coil still in one tube / small piece of essure coil in right tube"), pelvic pain ("pain"), embedded device ("right uterine cornual myometrium with essure coil."), genital haemorrhage ("persistent bleeding") and hernia repair ("hernia surgery") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage, chest pain, cough, chest tightness, vomiting, vaginal discharge, cramp in lower abdomen, spotting vaginal, abdominal rigidity, amenorrhea, breast tenderness and normal delivery (live child). Concurrent conditions included body mass index normal, dizziness, sexually active, weakness, paratubal cyst, feeling unwell, allergic reaction to analgesics, itching, irregular menstruation, shortness of breath, anemia, neck pain, back pain, diarrhea, epigastric pain, dyspnea, dehydration, hypokalemia, gastroenteritis, viral gastroenteritis, loss of weight, hemifacial anaesthesia, hematuria, vaginal irritation, general body pain, wheezing, asthma, gastroesophageal reflux disease, nasal congestion, sneezing, sore throat, allergic rhinitis, unspecified disorder of lipoid metabolism, oligomenorrhea, chronic bronchitis, penicillin allergy (hives, itching), acute pyelonephritis, umbilical hernia, urinary frequency, endometriosis, asthma, latex allergy and penicillin allergy. Concomitant products included paracetamol (tylenol regular) and prenatal vitamins since (B)(6) 2011. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (right side of abdomen extending to right leg)"), weight increased ("weight gain") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced nausea ("nausea"), fatigue ("fatigue") and skin disorder ("bumps all over body"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced cyst ("cyst"). In (B)(6) 2016, the patient underwent hernia repair (seriousness criterion medically significant) and dental operation ("dental surgery"). In (B)(6) 2016, the patient experienced chest pain ("blood or heart disorder/condition type: chest pains"). In (B)(6) 2017, the patient experienced the first episode of tooth disorder ("dental problems") and the second episode of tooth disorder ("dental problems"). On (B)(6) 2018, 7 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and complication of device removal ("the content of the communications advised unable to remove the right essure device"). The patient was treated with acetylsalicylic acid (aspirin), surgery ((B)(6) 2018-removal of essure pieces.), surgery (salpingectomy on (B)(6) 2012, hysterectomy), and surgery ((B)(6) 2015 fractinal dilation and curettage.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, hernia repair, dental operation, mood swings, skin disorder, chest pain, the last episode of tooth disorder and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, abdominal pain, rash, fatigue, alopecia, weight increased, cyst, blood disorder and cardiac disorder had not resolved. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, chest pain, complication of device removal, cyst, cystitis, dental operation, device breakage, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hernia repair, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: 3 coils were noted on the right. 1coils were noted on the left. Fractional dilatation and curettage. On (B)(6) 2012, (B)(6) 2015, (B)(6) 2016, (B)(6) 2018 - patient underwent fractional dilation and curretage, diagnostic laparoscopy, remove essure pieces. Current weight 134 lbs. Laproscopic incisional/umbilical/ventra hernia repair (complicated by postop infection, abscess that required drainage. Again, right essure device unable to be removed)-2016 pelvic laproscopy (left partial salpingectomy and removal of left essure implant)-2012 pelvic laproscopy (unable to remove essure device on right ¿without complete right salpingectomy¿ per patient-2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2015, pelvic ultrasound showed, sonographically unremarkable female pelvis. There is a possible coil in the fallopian tube on the right. On (B)(6) 2015, surgical pathology report showed, (a)endometrial curettings. (B) tissue left essure coil fallopian tube. Surgical pathology ((B)(6) 2018) 1. Right pelvic sidewall (excision): endometriosis. 2. Right uterine cornua (excision): adenomyosis. Assessment and plan: 1. Post op check : appropriate post op course. Again reviewed intraop pictures and findings. 2. Pelvic pain: essure coil removed in it is entirety. Discussed that there are potentially two additional problems that could contribute to pelvic pain, i.e. Endometriosis and adenomyosis. Will first await response to essure removal. If persistent pain, should return to discuss alternative treatment options. Concerning the injuries reported in this case, the following one/ones were reported via medical record:right uterine cornual myometrium with essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet & medical record received. Event device removal complication and right uterine cornual myometrium with essure coil were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Medically confirmed case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("had an ultrasound which showed a tiny piece of essure coil still in one tube / small piece of essure coil in right tube"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and hernia repair ("hernia surgery") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage, chest pain, cough, chest tightness, vomiting, vaginal discharge, cramp in lower abdomen, spotting vaginal, abdominal rigidity, amenorrhea, breast tenderness and normal delivery (live child). Concurrent conditions included body mass index normal, dizziness, sexually active, weakness, paratubal cyst, feeling unwell, allergic reaction to analgesics, itching, irregular menstruation, shortness of breath, anemia, neck pain, back pain, diarrhea, epigastric pain, dyspnea, dehydration, hypokalemia, gastroenteritis, viral gastroenteritis, loss of weight, hemifacial anaesthesia, hematuria, vaginal irritation, general body pain, wheezing, asthma, gastroesophageal reflux disease, nasal congestion, sneezing, sore throat, allergic rhinitis, unspecified disorder of lipoid metabolism, oligomenorrhea, chronic bronchitis, penicillin allergy (hives, itching), acute pyelonephritis, umbilical hernia and urinary frequency. Concomitant products included paracetamol (tylenol regular) and prenatal vitamins since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted.in (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced nausea ("nausea"), abdominal pain ("pain (right side of abdomen extending to right leg)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient underwent hernia repair (seriousness criterion medically significant) and dental operation ("dental surgery"). In (B)(6) 2017, the patient experienced the first episode of tooth disorder ("dental problems") and the second episode of tooth disorder ("dental problems"). On (B)(6) 2018, 7 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions"), cyst ("cyst"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), mood swings ("mood swings"), skin disorder ("bumps all over body") and chest pain ("chest pains"). The patient was treated with acetylsalicylic acid (aspirin), surgery (hysterectomy) and surgery (salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, hernia repair, dental operation, mood swings, skin disorder, chest pain and the last episode of tooth disorder outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, abdominal pain, rash, fatigue, alopecia, weight increased, cyst, blood disorder and cardiac disorder had not resolved. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, chest pain, cyst, cystitis, dental operation, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hernia repair, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: 3 coils were noted on the right. 1coils were noted on the left. Fractional dilatation and curettage. On (B)(6) 2012, (B)(6) 2015, (B)(6) 2016, (B)(6) 2018 - patient underwent fractional dilation and curretage,diagnostic laparoscopy, remove essure pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2015, pelvic ultrasound showed, sonographically unremarkable female pelvis. There is a possible coil in the fallopian tube on the right. On (B)(6) 2015, surgical pathology report showed, (a)endometrial curettings. (B) tissue left essure coil fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mood swings, bumps all over body, chest pains, dental problems" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("had an ultrasound which showed a tiny piece of essure coil still in one tube / small piece of essure coil in right tube"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and hernia repair ("hernia surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, miscarriage, chest pain, cough, chest tightness, vomiting, vaginal discharge, cramp in lower abdomen, spotting vaginal, abdominal rigidity, amenorrhea, breast tenderness and normal delivery (live child). Concurrent conditions included body mass index normal, dizziness, sexually active, weakness, paratubal cyst, feeling unwell, allergic reaction to analgesics, itching, irregular menstruation, shortness of breath, anemia, neck pain, back pain, diarrhea, epigastric pain, dyspnea, dehydration, hypokalemia, gastroenteritis, viral gastroenteritis, loss of weight, hemifacial anaesthesia, hematuria, vaginal irritation, general body pain, wheezing, asthma, gastroesophageal reflux disease, nasal congestion, sneezing, sore throat, allergic rhinitis, unspecified disorder of lipoid metabolism, oligomenorrhea, chronic bronchitis, penicillin allergy (hives, itching), acute pyelonephritis, umbilical hernia and urinary frequency. Concomitant products included paracetamol (tylenol regular) and prenatal vitamins since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"), abdominal pain ("pain (right side of abdomen extending to right leg)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hernia repair (seriousness criterion medically significant), rash ("rashes or skin conditions"), cyst ("cyst"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and dental operation ("dental surgery"). The patient was treated with acetylsalicylic acid (aspirin), surgery (hysterectomy) and surgery (salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, hernia repair and dental operation outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, abdominal pain, rash, fatigue, alopecia, weight increased, cyst, blood disorder and cardiac disorder had not resolved. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, cyst, cystitis, dental operation, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hernia repair, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 3 coils were noted on the right. 1coils were noted on the left. Fractional dilatation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . On (B)(6) 2015, pelvic ultrasound showed, sonographically unremarkable female pelvis. There is a possible coil in the fallopian tube on the right. On (B)(6) 2015, surgical pathology report showed, endometrial curettings. Tissue left essure coil fallopian tube. Most recent follow-up information incorporated above includes: on 8-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), blood disorder, heart disorder, dental problems, dysmenorrhea (cramping), hormonal changes, bladder infection, urinary tract infection, vaginal infection, migraines, nausea, headaches, pain (right side of abdomen extending to right leg), rashes or skin conditions, fatigue, hair loss, weight gain, cyst. Dental surgery, hernia surgery and had an ultrasound which showed a tiny piece of essure coil still in one tube / small piece of essure coil in right tube " were added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report